Event description:
According to the op report this valve was explanted due to mitral valve regurgitation; coronary heart disease and atrial fibrillation. The pt was found to have severe mitral regurgitation, which was felt to be due to pannus restricting leaflet closure. Intraoperatively, the mitral valve was easily identified. The leaflets appeared to move adequately; however, the decision was made to remove the valve. The valve was removed in one piece. There was a small amount of blood on the inside aspect of the prosthetic valve over the left ventricular site, but did not appear to be effecting valve function. Valve was replaced with a 31mm hancock prosthesis model d510. The pt was transferred to the ICU in stable condition.